Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had missing end cap sticker.

Event description:
The customer reported that insulin squirted out during the manual prime process, and the insulin pump alarmed. The blood glucose reading was 102mg/dl. The caller stated that the drive support cap appears to be slightly indented. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.